Event description:
It was reported that an "end of service/end of life" message appeared. The patient recently had an over-discharged battery and had a history of previous over-discharges. The last over-discharge was a shorter duration, but it was uncertain how long it had been over-discharged. The patient forgot to charge the device. It was later reported that an over-discharge was confirmed. A "physician mode recharge" was not needed as "the battery was fully charged." The impedances were checked to confirm the leads were okay. The battery was "not working." There was no plan to replace the battery at this time.

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).